Event description:
It was reported that the lead safety switch of the pacemaker system was triggered due to right atrial (ra) bipolar pace impedance greater than 3,000 ohms. During subsequent follow-up, while performing physical maneuvers on the patient, the pace impedance was randomly either 500 ohms or greater than 3,000 ohms. X-ray did not reveal any signs of ra lead impairment. The physician decided to program the ra channel to bipolar sensing and unipolar pacing and planned to closely monitor the situation. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Event description:
It was reported that the lead safety switch of the pacemaker system was triggered due to right atrial (ra) bipolar pace impedance greater than 3,000 ohms. During subsequent follow-up, while performing physical maneuvers on the patient, the pace impedance was randomly either 500 ohms or greater than 3,000 ohms. X-ray did not reveal any signs of ra lead impairment. The physician decided to program the ra channel to bipolar sensing and unipolar pacing and planned to closely monitor the situation. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.